Event description:
It was reported that the patients lead had migrated resulting in ineffective therapy. Surgical intervention was undertaken on 25 october 2022, where the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.